Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e228 occurred due to cable failure. The cause of the faulty cable is likely that partial disconnection occurred due to cable coating being cut. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error e228 was displaying on the monitor due to a faulty cable unit. The cable unit was also found to have a broken video connector. The coupler grooves were found deformed. Additional findings include the font packing was found deformed/cut, the cable of this camera head was found deformed/cut, and the coupler was found rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd 3cmos camera head the e228 error was displaying on the screen. The issue was found during preparation for use for the therapeutic lap cholecystectomy. There was no delay and the procedure was completed with a similar olympus device. There were no reports of patient harm.